Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated ca 19-9xr result for one patient sample when reagent lot 17239m500 was in use. The analyzer generated an initial result of 55.26. When repeated with reagent lot 18067m500 a ca 19-9xr result of 6.61 was generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. Accuracy testing was completed and passed after the calibrator lot was swapped out. Tracking and trending did not identify an adverse trend for the customer's issue. Labeling was reviewed and found to be adequate. A product deficiency was not identified.